Event description:
It was also reported that at first a possible copper dendrite issue was suspected. However, in previous devices with this kind of complaint, none had the dendrite issue as far as was determined.

Event description:
Additional information received reported that there was no overdischarge (od) attributed to the patient¿s implantable neurostimulator (ins). However, there was too little time between recharging sessions to determine if the ins was discharging at a normal rate. The patient had very high amplitude (9.4v) and pule width (450 microseconds) settings. As a result, any excessive charge being drawn in sleep mode would likely be masked by the far larger current draw when the stimulation was on. It appeared from the recharger diagnostics that the patient had not been maintaining the ins much above sleep mode just before the od occurred. The reset date took place on (B)(6). Later, the manufacturer's representative was with the patient on (B)(6) 2015 and the patient¿s charging had normalized and she had not had the issue come up that prompted the initial call. The depletion rate between (B)(6) looked suspicious (3.535v to 2.565v) but the patient¿s case was reviewed and nothing was seen that would be cause for any alarm.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(6); product type programmer, patient product ID 97754, serial# (B)(6); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was able to charge on 2014 (B)(6) but appeared to have gone into overdischarge on 2014 (B)(6). The patient was able to recharge at some point on 2014 (B)(6). The patient stated she was able to charge 2014 (B)(6) with six coupling boxes but had not felt stimulation in about 1.5 weeks. The charging statistics were as follows: an average of two coupling bars; 2014 (B)(6), 0.9 hours, 0%, 0 coupling bars; 2014 (B)(6), 0.7 hours, 0%, 0 coupling bars; 2014 (B)(6), 0.3 hours, 0%, 0 coupling bars; 2014 (B)(6), 0.9 hours, 0%,0 coupling bars; 2014 (B)(6), 0.1 hours, 0%, 0 coupling bars; 2000 (B)(6), 1.3 hours, 25%, 6 coupling bars. There was also a 0.000v reading on the recharge statistics document. The manufacturer's representative met with the patient on the date of report and was unable to connect with a patient programmer, clinician programmer and could not recharge the implantable neurostimulator (ins). The manufacturer's representative stated she saw the patient in post-op and they were able to charge at that point (the caller stated, the ins was implanted (B)(6). The ins felt a little deep and initially suspected that it may be flipped. Use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then lead to the normal recharging screen. The caller and manufacturer's representative tried antenna locate to see what the readings would be (58-70) and then the ins flipped to normal charging with four to eight coupling boxes. The caller continued to charge the ins to clear the por. Later, the caller noted she was able to interrogate with the clinician programmer and the por was cleared. The caller believed she saw a 0x8 por error code but did not confirm at the moment she cleared it. The patient was getting six coupling boxes when charging on the date of report at the office. The patient was only using a1 with the following electrodes: 2, 3, 4, 5, and 6. The patient¿s device settings were 450 micro seconds, 60hz and 9.4v. Group impedances were 270 ohms and 32.209ma. The estimated recharge interval was 1.5 d ays. The lowest electrode impedance measured was 691 ohms and the highest 1265 ohms. Later, according to the patient¿s father, the patient was doing well and they were able to charge. The battery was full and they were recharging every day as instructed. The last message the manufacturer's representative received from the patient¿s father was that everything was great and said, ¿thank you very much.¿